Event description:
It was reported that when (1) device with reload cartridge was used during a subtotal colectomy, the device locked out. Another device was used to complete the case with no consequence to the pt. The device was discarded.